Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: 42500606002, persona femur cemented, lot 63241918; 42521400513, persona articular surface, lot 62273705. (B)(4). Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It is reported that the patient is experiencing tibial loosening about one year after a knee arthroplasty and is scheduled for a revision. No revision has been reported to date. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Both the articular surface and the stemmed tibial plate were returned for evaluation. Visual evaluation of the tibial component found that it exhibits some discoloration and scratches on the inferior surface and three cement plugs were found to be still assembled to the plate, with bone cement attached to them. No bone cement was anchored to the tibial component. Dimensional analysis of the tibial component found no deviations from the print specifications. The superior side of the articular surface exhibits pitting and the inferior side exhibits gouges. X-ray review concluded that the overall fit and alignment of the components was standard and the bone quality appeared normal. Development of radiolucency at the medial tibial tray metal-bone interface is consistent with loosening of the tibial component. Per the package insert of the tibial component, loosening of the prosthetic knee components is a known potential adverse effect of the its implantation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
UDI: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is now reported that the patient was revised due to tibial loosening.